Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for chipped stopper with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of chipped stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced stopper creep out or a loose closure . The following information was provided by the initial reporter: translated to english. The customer stated: "blood collection was performed in a hospital ward. Since the cap was loose, the hcp checked it before placing the tube in an instrument in the in-hospital laboratory. The hcp then found that the cap (stopper in the shield) was chipped, neither blood leakage nor exposure was reported." .